Manufacturer narrative:
Clinical code: 4580 - insufficient information: no information provided regarding clinical signs/ symptoms. Impact code 1802- death: the patient had died on (B)(6) 2024. Medical device problem 3190 - insufficient information: awaiting information from the site. Component code 4755 - part/component/sub-assembly term not applicable. Type of investigation 3331 - analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. 4110 - trend analysis: a 4 year review was performed for thoraflex hybrid > medical event > death this gave an occurrence rate of less than (B)(4). No trend identified that required action at this time 4111 - communication/interviews: additional information has been requested, waiting on information from the site. 4117 - device no accessible for testing: the device remains implanted. Investigation findings 3233 - results pending completion of investigation. Investigation conclusion 11 - conclusion not yet available.

Event description:
The patient was admitted on (B)(6) 2024 and died on (B)(6) 2024. Cause of death is currently unknown.

Event description:
The patient was admitted on (B)(6) 2024 and died (B)(6) 2024. Cause of death was confirmed resulting from a bowel obstruction this report is being submitted as final for manufacturing report number 9612515-2025-00071 to provide event closure information for tag0292.

Manufacturer narrative:
Clinical code: 3261- multiple organ dysfunction syndrome- multi-system organ failure 2422- obstruction/ occlusion- bowel obstruction impact code 1802- death: the patient had died on (B)(6) 2024 medical device problem 2992- adverse event without identified device or use problem: it was stated by the physician that the event of death was not device related component code 4755 - part/component/sub-assembly term not applicable type of investigation 3331 - analysis of production records: a full batch review was performed for tag0292, and no issues were identified during manufacturing process from raw materials to finished products. 4110 - trend analysis: a 4 year review was performed for thoraflex hybrid > medical event > death this gave an occurrence rate of less than 0.069%. No trend identified that required action at this time 4111 - communication/interviews: on 07 oct 25, additional information confirmed that the patient died from multi-system organ failure resulting from a bowel obstruction. 4117 - device no accessible for testing: the device remains implanted investigation findings 213 - no device problem found- on (B)(6) 2025, additional information confirmed that the patient died from multi-system organ failure resulting from a bowel obstruction. It was stated by the physician that the event of death was not device related, hence it was no longer considered to be a complaint. Investigation conclusion 4323 - device problem excluded- on (B)(6) 2025, additional information confirmed that the patient died from multi-system organ failure resulting from a bowel obstruction. It was stated by the physician that the event of death was not device related, hence it was no longer considered to be a complaint.